Manufacturer narrative:
Investigation ¿ evaluation. It was reported the filiform double pigtail ureteral stent set's black silicone stent was difficult to insert or to push inside patient's ureter during the retrograde pyelogram (rpg) and stenting procedure. The procedure was completed by using another same-like device of the same size. The patient's anatomy was not tortuous. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device(s) was also conducted. The stent and introducer were returned for investigation. Both were able to be successfully loaded onto a stock wire guide. The introducer was also able to push the stent off the wire guide without issue. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for the failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: ¿precautions. Do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered.¿ ¿how supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause of the difficulty was not able to be determined for this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: customer address / line 2: (B)(6). G4: PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the filiform double pigtail ureteral stent set's black silicone stent was difficult to insert or to push inside patient's ureter during the retrograde pyelogram (rpg) and stenting procedure. The procedure was completed by using another same-like device of the same size. The patient's anatomy was not tortuous. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.